Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The expiratory cassette error is an alarm to show technical issues with the expiratory flow measurements. The expiratory cassette is only measuring, and its failure will not affect ongoing ventilation. In the reported cases the following log post was noted: ¿technical alarm [exp flow] exp. Cassette. Meas timeout, no signal amplitude¿. This alarm indicate flow measuring issues and it was introduced in system version 4.04.00 to prevent different flow measuring issues. The ¿expiratory cassette error¿ is a medium priority alarm and the recommendation for this in the user manual is to replace the expiratory cassette. Moreover, a general recommendation for medium priority alarms is to replace the ventilator as soon as it is safe for the patient. Our research and development department have been able to reproduce the reported issue. The root cause to the reported issue is the propellant used in the mdi which affect the flow measurements in the expiratory cassette and (in some cases) causing the ventilator to generate the alarm. It is worth to assert that there is a built in aerogen nebulizer in the ventilator and this nebulizer will not cause this alarm. The expiratory cassette error generates an incorrect measurement of the expiratory flow, which results in auto triggering and high respiratory rate. The ventilator then increase the pressure in order to deliver the set tidal volume until the volume delivery becomes restricted by the set upper pressure limit. The reported patient hypoventilation with high level of co2 could not be determined.

Event description:
It was reported that the ventilator delivered lower volume than the set value. The patient showed symptom of hypoventilation with high co2 level. The final patient's outcome was no injury. Manufacturer's ref.#: (B)(4).